Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in needle passed through the catheter. The following information was provided by the initial reporter: at the moment of the puncture, with the jelco, the needle passed through the siliconized radiopaque fep polymer, which is not possible to use the access causing rupture of the vein and pain at the time of removal.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in needle passed through the catheter. The following information was provided by the initial reporter: at the moment of the puncture, with the jelco, the needle passed through the siliconized radiopaque fep polymer, which is not possible to use the access causing rupture of the vein and pain at the time of removal.